Event description:
Initial surgery was performed on 9/10/95. A bayonet-shaped, permanent aneurysm clip was used to occlude an aneurysm. Physician reported the surgery as "uneventful;" post-op angiogram showed clip in a good position, across the neck of the aneurysm. Pt experienced vasospasms post-op; many subsequent angiograms were taken. Symptom cleared and pt was discharged 9/27/95. On 10/10/95, pt experienced onset of severe headache and was admitted at another hosp. CT showed evidence of "massive hemorrhage." Second surgeon reviewed angiogram taken at this facility and stated that the original clip was still filling through clip. On 10/10/95, pt was operated at a second site/hosp and a second clip was implanted across the same aneurysm. Identity of the second clip (MFR or cat number) is unknown. Despite surgery, pt died 10/11/95. No autopsy was performed at time of death.